Event description:
Boston scientific crm received information that the sales representative (sr) was given the pacemaker and right ventricular (rv) lead in a bag by a non-boston scientific sr. The exact reason for explant is unknown. However, the boston scientific sr did state that he was told the patient had been experiencing syncope approximately twice a week and the rv lead had rising impedance measurements. The exact duration of the syncopal episodes is unknown. No additional details are available.

Event description:
--

Manufacturer narrative:
This device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.